Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted around (B)(6) 2012 during a pyeloscopy procedure was performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013 during a stent removal procedure, the heavily encrusted stent broke upon trying to remove it. The stent was left inside the patient and the patient was scheduled for another pyelsocopy procedure on (B)(6) 2013, wherein the broken encrusted stent was successfully removed using tricep basket and segura basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.